Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 . Corrected field: b5. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had over-heating alarm. There was no harm or injury. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor, <100 muffler, and the 1/8 npt muffler. The mufflers were found to be dirty and all parts were expired. The fse completed a preventive maintenance (pm). The unit passed all functional and safety tests per manufacturer specifications. Based on the evaluation results provided by the fse, the failure occurred due to the expired parts. The issue was resolved by replacing the expired parts. The parts are not available for return. Therefore, no root cause evaluation can be performed. The most probable root cause for the scroll compressor is debris, excessive stress, or fatigue. However, the part was expired and due for replacement. The most probable root cause for the mufflers is component reliability. However, the parts were expired and due for replacement.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had error code over heating alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : e3 , e1 ( event site email , initial reporter ) , h6 ( component codes , investigation conclusions ) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236), <100 muffler (0103-00-0499), and the 1/8 npt muffler (0103-00-0631). The mufflers were found to be dirty and all parts were expired. The fse completed a preventive maintenance (pm). The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had error code over heating alarm.